Manufacturer narrative:
(B)(4). Evalaution summary: the product analysis lab evaluated the device. Based on a review of all available therapy log data, the cause of the increased intraperitoneal volume (iipv) that was found during evaluation was determined to be insufficient drain / false empty detect and use error as the initial drain alarm setting was inappropriately programmed. A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be adequate with the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4622 ml. The fill volume was 2800 ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient did not report any symptoms of overfill or any issues with therapy. The patient has been to the clinic since this event. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.